Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink set leaked. The infusion was initiated and the patient complained of leaking fluid on their arm. The reporter stated male connector was half missing, and it looked like it was melted off. The intravenous (IV) infusion was disconnected and the IV tubing was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection identified that the male luer was damaged. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.